Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor tissue expander. (B)(4). Initial reporter phone number: (B)(6).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast reconstruction with two unknown mentor tissue expanders and experienced shortness of breath post-operatively.  After her mastectomy, the patient had the devices implanted and filled to 160cc.  At this point, she already felt discomfort and shortness of breath.  Over time, her surgeon continued to increase the volume of the devices, eventually up to 250-300cc, increasing her discomfort.  The patient had the devices removed and replaced with mentor medium height moderate plus 375cc implants on (B)(6) 2018.  This report is for one of the two tissue expanders.

Manufacturer narrative:
After a review of this file, it has been determined that the patient codes should be adjusted for better codification. (B)(4).